Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. Further details were obtained: there was no functional failure that could lead to patient harm¿no uncontrolled or non-intuitive motion, and the instrument did not get stuck on tissue. However, there was a movement-related issue specifically with the opening and closing of the grips; left/right and up/down motions were unaffected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found have a frayed grip cable at the distal end.